Event description:
It was reported that during implant, the right ventricular (rv) lead had low impedance. When the lead was disconnected and reconnected, the impedance was normal. The next day after implant, the rv lead was checked and again had a low impedance. It was also reported that the sensing was poor and the thresholds had increased. The lead was thought to have an insulation issue. It was also reported that there was evidence of a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner insulation was torn, the lead was stretched, and the lead appeared to have been damaged at implant. Analyst visual comment indicated that blood was visible in the proximal conductor at the cut site, and likely that the cut occurred during implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the right ventricular (rv) lead had low impedance. When the lead was disconnected and reconnected, the impedance was normal. The next day after implant, the rv lead was checked and again had a low impedance. It was also reported that the sensing was poor and the thresholds had increased. The lead was thought to have an insulation issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.